Manufacturer narrative:
The patient is a 78-year-old latin american woman past medical history: arthritis, hypertension, stroke, mi, diverticulitis family history: niece with breast cancer; son with renal cancer. The patient is a 78-year-old latin american woman who detected an irregularity in her right breast. Her mammogram (unknown date- probably early 2020) was negative for a right breast lesion but positive for a left breast suspicious 1.5 x 1.5cm lesion at 7 o'clock. She underwent a core biopsy at an unknown date. The pathology was positive for a grade 1 mucinous carcinoma of the left breast: t1cn0m0 ER/pr +, her2-negative. On (B)(6) 2020 the patient underwent a left partial mastectomy (lumpectomy) and sentinel lymph node biopsy with placement of a 2x3 cm biozorb: "total area rearrangement measured approximately 4 cm x 4 cm. This allowed accommodation of the biozorb measuring 3 cm x 2 cm. It was inserted into the area of the tumor resection and partial mastectomy anchored with 3-0 vicryl sutures. Breast parenchyma was then approximated overlying the biozorb marker with interrupted 3-0 vicryl sutures. Skin was finally closed with a running subcuticular suture of 4-0 vicryl. Dermabond was also applied at the site.¿ the pathology report is unavailable. The calculation of the patients 10-year local recurrence rate was low and it was determined that she would not benefit from radiation or chemotherapy. At 4 months post op the patient's mammogram was negative for abnormality and post operative changes were noted in addition to the biozorb tissue marker in the surgical bed. Six months later, on (B)(6) 2021 the diagnostic mammogram showed " there are benign calcifications in the left breast. There also are post operative findings and surgical clips with architectural distortion, scarring, thickening, and retraction in the left breast in the sub-areolar depth central to the nipple that are less prominent and correlate with surgical site. No significant masses, calcifications, or other findings are seen in either breast.¿ ¿impression: benign". On (B)(6) 2022, at 1 year 11 months post implant, the patient's mammogram was read as benign with no interval change. There are no interim notes prior to the patient¿s visit to a clinic on (B)(6) 2022, when the notes describe: "she presents for the left breast. Upon cleaning the breast, we noticed foreign bodies coming out of the wound and a retained suture. Drainage from the wound was not offensive it was slightly tender to palpation about 4/10.¿ the patient was diagnosed with an abscess and the wound was cleaned and dressed after "plastic particles and one staple extracted from wound upon assessing for depth. One staple remains visible to the wound bed". On (B)(6) 2022, 2 years and 4 months post implant, the patient underwent a resection of the lumpectomy site around the foreign body and removal of the biozorb under general anesthesia. "The wound bed was inspected, and inflammatory breast tissue surrounding the biozorb was incised sharply using electrocautery circumferentially as well as deep to remove all inflammatory breast tissue". All foreign body fragments were removed. The pathology revealed ¿specimen 1 "foreign body left breast" consists of a 1.0 x 1.1 x 0.3 cm aggregate of minimal pink-tan and ragged soft tissue adherent to white-tan synthetic material with metallic clips consistent with a fragmented biozorb. Adequate tissue cannot be separated from synthetic material. No tissue is submitted. Specimen 2 "left breast tissue previous partial mastectomy site" consists of a 4.0 x 2.2 x 1.0 cm aggregate of yellow-tan and lobulated fibrofatty tissues with pink-tan skin. Cut surfaces are yellow-tan with dense fibrous bands¿. " negative for carcinoma". Cultures from the wound were not available for review however a note from an emergency room visit (see below) refers to a positive mrsa culture of the left breast. Infections are not uncommon following breast surgery and staph is cultured an estimated 60% of the time. Mrsa is a more rare but resistant strain. The patient was seen in the emergency room and admitted overnight one month later, on (B)(6) 2022, for a pre-syncopal episode and pyelonephritis. The history notes from that visit refer to "left breast mrsa culture positive and resolved.

Manufacturer narrative:
Device identifier: (B)(4). 6.a implantation date: (B)(6) 2020. Excision date: (B)(6) 2022. Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2020, a patient had a biozorb procedure. The patient is reported suffering from severe discomfort that caused difficulty while trying to sleep. Also reported that the biozorb failed to absorb and began protruding through the skin, causing severe pain and leading to additional procedures required to remove the device. The device was removed at memorial hermann on or around (B)(6) 2022. No additional information available.